Event description:
Customer reports an electric shock following coffee spilling on their adc device. No further details are available at this time. Adc has made several unsuccessful attempts to contact the customer for further details. There was no report of fire, smoke or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reader (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed. No evidence of customer complaint was observed. The reader was further investigated and de-cased. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and liquid contamination was observed. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock following coffee spilling on their adc device. No further details are available at this time. Adc has made several unsuccessful attempts to contact the customer for further details. There was no report of fire, smoke or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable was part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock following coffee spilling on their adc device. No further details are available at this time. Adc has made several unsuccessful attempts to contact the customer for further details. There was no report of fire, smoke or explosion. There was no report of death, serious injury, or mistreatment associated with this event.